Manufacturer narrative:
Meter has been returned and investigated with retained test strips and a new issue was observed. Visual inspection has been performed on the returned meter and no issues were observed. High/low glucose indicators flashed when the meter was powered on. The meter was unable to communicate with the usb cable. A blank screen could not be confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.